Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot w2160 was returned. The expiration date on the label is 2019-11-27. The tip protector was not returned. The needle was bent. The port window was in the opened position and there was dried debris visible inside. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no defects were found. A functional test was performed using a stellaris pc system. The cutter was clogged. It cannot aspirate and therefore, cannot cut. It should be noted, that a bent needle could contribute to clogs and poor cutting performance. Due to evidence of use, the cause of the clogged cutter and bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.

Manufacturer narrative:
Further investigation underway.

Event description:
The user facility reported the cutter was not cutting and vitreous attached to cutter during preparation for vitrectomy surgery. There was no impact to the patient.